Event description:
A user facility reported that, following cataract surgery, lines and scratches were noted on an intraocular lens. The lens remains implanted. The pt's outcome has not been impacted by these findings. The pt has no complaints.